Event description:
During an af procedure, it was discovered that the pt had a pericardial effusion which required drainage and the procedure was stopped. By the end of the case, the pt status was stable. In addition to the cool path catheter, other devices were used in the case, including a brk needle, sl1 8f sheath, ice catheter and 11f sheath. The cool path ablation catheter was not explicitly blamed for the event. All devices were discarded. No info is available regarding the model or lot number of any of the devices.

Manufacturer narrative:
The devices were discarded and no info is available regarding the model or lot number. However, the catheter was inspected before and after the case; the catheter deflection and irrigation flow were normal prior to use and there were no abnormalities noted upon removal of the catheter. The exact location and timing of the perforation is unk, however, the physician did no believe the event was the fault of the catheter. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they meet the specification requirements. In addition, the design has been validated to meet the buckling load requirement (simulation of force required to perforate tissue) of less than 200g. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel." As the devices and lot info is not available for investigation, it is unk whether the devices caused or contributed to the event. However, based on the available info, there is no indication that the devices malfunctioned.